Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient experienced a partial lasik corneal flap creation of the left eye. Reporter indicated the procedure was converted to photo refractive keratectomy (prk) on the same day.

Manufacturer narrative:
Log file review shows that all started treatments were completed to 100 % without interruption and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior to the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).